Manufacturer narrative:
Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a risk review performed for the faradrive steerable sheath clear device confirmed that the events of pain is known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of pain and atrial flutter are a known inherent risk of the faradrive steerable sheath clear device. Chest pain is considered within the risk threshold for pain/discomfort. Pain/discomfort is an expected procedural complication addressed in the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
The patient experienced chest pain and atrial flutter. It was reported that a faradrive steerable sheath was selected for use during an index pulse field ablation procedure occurred on (B)(6) 2026. On (B)(6) 2026, a patient was helping his son take down his christmas tree when he suddenly started having severe chest pain. Complains of radiation down his left arm. Also, the patient reports substernal dull pain of 6 out of 10 in severity. Pending cardiac cath. A lhc revealing nonobstructive coronaries. Ep following and felt presentation likely 2/2 pericarditis postoperatively. As intervention, it was continued toradol and colchicine. An echo showed no pericardial effusion. The patient vitals were stable with blood pressure at 118/78, hr 82, temp 97.8, o2 sat 98%. Prior to dc order completion, the patient went into atrial flutter. It was discussed whether initiating tikosyn, however, patient preferred to cardiovert and manage with sotalol instead. This afternoon, patient did convert back to nsr. Patient to start sotalol next day evening. An xray was done and a blunted left costophrenic angle maybe related to a small effusion versus scarring. Also reported that it was noted a cardiac heart cath. The patient was hospitalized and discharged on (B)(6) 2026.the device is expected to be returned. It was further reported that the index procedure was (B)(6) 2026. The magnesium was low at 0.9 and troponin elevated at 2.4. On (B)(6) 2026 patient went into atrial flutter. After ep discussion with patient, patient was administered magnesium then underwent chemical cardioversion utilizing corvert. Patient converted back to nsr. Patient to start sotalol (B)(6) 2026, metoprolol discontinued. Discharged to home on (B)(6) 2026.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The patient experienced chest pain and atrial flutter. It was reported that a faradrive steerable sheath was selected for use during an index pulse field ablation procedure occurred on (B)(6) 2026. On (B)(6) 2026, a patient was helping his son take down his christmas tree when he suddenly started having severe chest pain. Complains of radiation down his left arm. Also, the patient reports substernal dull pain of 6 out of 10 in severity. Pending cardiac cath. A lhc revealing nonobstructive coronaries. Ep following and felt presentation likely 2/2 pericarditis postoperatively. As intervention, it was continued toradol and colchicine. An echo showed no pericardial effusion. The patient vitals were stable with blood pressure at 118/78, hr 82, temp 97.8, o2 sat 98%. Prior to dc order completion, the patient went into atrial flutter. It was discussed whether initiating tikosyn, however, patient preferred to cardiovert and manage with sotalol instead. This afternoon, patient did convert back to nsr. Patient to start sotalol next day evening. An xray was done and a blunted left costophrenic angle maybe related to a small effusion versus scarring. Also reported that it was noted a cardiac heart cath. The patient was hospitalized and discharged on (B)(6) 2026.the device is expected to be returned.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Correction to the initial MDR in block(s) patient identifier (a1), in section a - patient information and date of event (b3), in section b - adverse event/product problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The patient experienced chest pain and atrial flutter. It was reported that a faradrive steerable sheath was selected for use during an index pulse field ablation procedure occurred on (B)(6) 2026. On (B)(6) 2026, a patient was helping his son take down his christmas tree when he suddenly started having severe chest pain. Complains of radiation down his left arm. Also, the patient reports substernal dull pain of 6 out of 10 in severity. Pending cardiac cath. A lhc revealing nonobstructive coronaries. Ep following and felt presentation likely 2/2 pericarditis postoperatively. As intervention, it was continued toradol and colchicine. An echo showed no pericardial effusion. The patient vitals were stable with blood pressure at 118/78, hr 82, temp 97.8, o2 sat 98%. Prior to dc order completion, the patient went into atrial flutter. It was discussed whether initiating tikosyn, however, patient preferred to cardiovert and manage with sotalol instead. This afternoon, patient did convert back to nsr. Patient to start sotalol next day evening. An xray was done and a blunted left costophrenic angle maybe related to a small effusion versus scarring. Also reported that it was noted a cardiac heart cath. The patient was hospitalized and discharged on (B)(6) 2026. The device is expected to be returned. It was further reported that the index procedure was (B)(6) 2026. The magnesium was low at 0.9 and troponin elevated at 2.4. On (B)(6) 2026 patient went into atrial flutter. After ep discussion with patient, patient was administered magnesium then underwent chemical cardioversion utilizing corvert. Patient converted back to nsr. Patient to start sotalol 8 (B)(6) 2026, metoprolol discontinued. Discharged to home on (B)(6) 2026.